Manufacturer narrative:
This report is for an unknown nail distal locking screw/ unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient had a subtrochanteric non-union. An exchange was made with grafting after compressing and plating. Radiographic and clinic progress was looking great until she rebroke. The proximal screw, nail, and plate removal were performed without event. During the distal nail removal downward tapping, vice grip back-slapping, distal finger extraction, thin osteotomes, and breaking the hip revision vice-grip slap hammer were attempted. A clamshell osteotomy was attempted and when it nearly spanned, the femur the nail gave. The osteotomy proceeded with a sequential cable fixation to close the osteotomy. The lateral periprosthetic femur plate was used to neutralize the femur and reattach the trochanter. The proximal trochanter screw was disengaged which allowed making a proximal neck cut, the head and ligamentum teres were removed and the head was sized. The patient outcome was unknown. This report is for one (1) unknown nail distal locking screw. This is report 4 of 5 for (B)(4).